Event description:
The ge oec 9800 fluoroscopy system displayed ma errors intermittently.

Manufacturer narrative:
A ge oec service representative investigated the issue and replaced the high voltage supply regulator to repair the malfunction. The system was tested and found to be functioning as intended. The system was released to he customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.